Manufacturer narrative:
Pump was received with blank display due to cracked lcd glass. Unable to perform displacement test due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, stained/faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has physical damage. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer states that their insulin pump has a crack at the back and they don't know how it happened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.